Event description:
It was reported that during an infusion, the blood infused in minutes instead of one hour. The blood was programed to infuse at a rate of 250ml/hr with volume to be infused (vtbi) of 250 ml for a duration of 1 hour. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
Additional and updated information: b.5, d.11. The customer's report that blood infused in minutes instead of one hour was not confirmed. The set sample was inspected for kinks, holes/tears in the tubing or damages to the components. No issue was observed. The set's directions for use state to open only one upper clamp to allow flow from the desired container during an infusion and the infusions completed as expected with no issue. Rate accuracy testing observed no issue. Inspection of dissected areas of the silicone segment observed no issues with its concentricity. The root cause that blood infused in minutes instead of one hour was unable to be identified.

Manufacturer narrative:
Concomitant medical products: 500ml blood bag, lot: 11320353am, exp: 18feb2020; 250ml baxter bag, lot: y325464, exp: jun21, 0.9% sodium chloride injection, therapy date (B)(6) 2020. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics, was not provided.

Event description:
It was reported that during an infusion, the blood infused within minutes instead of hours. There was no patient impact.